Manufacturer narrative:
Please note that this is a resubmission of 2013 MDR. Please see submission comment for explanation. An examination of the hand-piece by the distributor concluded no issues with the device. However alma ltd considers this as an inconclusive investigation in absence of all the relevant information to investigate the likelihood of incorrect operating technique, use of incorrect treatment parameters or some other aspect of device. Alma ltd is making efforts to collect all the information, do follow-up on patient's medical condition. Should any additional information be obtained or received, alma ltd. Will file a supplemental report(s) with FDA within the FDA published time-lines for such reporting.

Event description:
Alma ltd was notified of this event by distributor on (B)(6) 2013 with incomplete data. Exact incident date was also unknown as initial reporter stated "week before the date of report". Alma ltd was not successful in gathering pertinent information to complete the report in-spite of good faith efforts. It was reported that the patient sustained burns on lower back after the tattoo removal procedure was performed using the suspected device.